Event description:
Bio med customer reported that the injector is mounted on a stand on the x-ray procedure table, a staff member not familiar with the injector set-up try to remove the injector from the bracket but instead removed the bottom part of the bracket which fell onto her toe, she then dropped the injector onto the floor which broke the injector manual knobs. Her supervisor reported that she bruised one of her toes but did not break it. No pt was in the room at the time of the event.

Manufacturer narrative:
Liebel flarsheim service report confirms user error resulted in the injector bracket and injector becoming detached from the table. Field service engineer replaced the knobs and the system was returned to full service by the customer.